Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. It was reported that the device was discarded by the hospital. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported a blood leak was detected at the hydrophobic port during use. The gas exchange was reported not to be affected. (B)(4).

Manufacturer narrative:
The device was not available for investigation as the disposable was discarded by the customer. As a result, it has not been possible, and will not be possible to investigate this issue further. Photographs were provided, but these were not sufficient to evaluate the reason for the alleged malfunction. As a product evaluation could not be performed in this case, a root cause could not be established. The customer wanted to know if the reported issue had occurred before. As it has not been possible to investigate the issue and establish root cause, and the exact issue could not be identified, it was not possible to conduct a trend search in the complaint handling database. An open sap search did not indicate similar complaints for the product group (B)(4). No further investigation or action is warranted or possible.

Event description:
(B)(4). The initial mewatch # 8010762-2014-00235 was submitted as paper on june 16, 2014